Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint has been confirmed following evaluation of the complaint sample received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was manufacturing error; this defect should have been detected and removed in (B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter (B)(4) that the sponge on the inside of the cap did not have any iodine. This was noticed prior to use. There was no patient injury or medical intervention. No additional information is available.